Manufacturer narrative:
The returned starter was evaluated. The tip was found to have twisted, and was not fractured as reported. The cause is attributed to unapproved usage; the labeling was reviewed and provides instructions stating this device is not to be used in final tightening applications. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tip of a blocker holder fractured during surgery. There were no reports of patient impacts.